Event description:
A physician reported a pt who was skin tested on 10/7/96. On 11/21/96, the pt presented with erythema and swelling at the skin test site; exact date of onset unknown. The physician diagnosed a positive skin test; intralesional kenalog was prescribed.

Manufacturer narrative:
Onset date: 11/21/96. Treatment effectively.

Manufacturer narrative:
Clinical report form returned by the physician on 12/27/96 indicated that the concomitant medication accutane had not been started. The intervention prescribed, kenalog, was effective.